Event description:
It was reported patient's system was autore-ducing due to high impedances on the lead. Surgical intervention was undertaken wherein the extension was explanted and replaced which resolved the issue and the lead remains implanted. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.